Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it failing the fio2 (fraction of inspired oxygen) monitoring portion of preventative maintenance testing was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device had failed the fio2 (fraction of inspired oxygen) monitoring portion of the preventative maintenance testing they were performing. There were no reports of patient involvement associated with the reported event.